Manufacturer narrative:
(B)(4). Date sent 8/22/2025. D4 batch # 337d26. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the first and second photos shows the device with blood stains, in the third detent and a green reload loaded. The device batch is 337d26. The third photo shows the green reload loaded with all staples protruding and a piece of tissue between the staples and drivers and the reload appears to be not properly loaded. Based on the photos reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device batch number 337d26, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished gcs40g, with lot/batch number m9ca9u, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy when using the device on the patient, he did not properly close the mechanical suture, so it was not possible to perform the shot. However, when the device was closed on the surgical table, it closed normally. The surgery was able to continue without putting the patient at risk or generating greater delay in the surgical time, since it was decided to use a 45 mm echelon flex. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.